Manufacturer narrative:
Upon investigation, it was found that new patients and orders were not crossing from the ehr to the pyxis station. A technical support specialist checked the server and found no issues. There were no reports of patient or order delays. The system showed patients admitted temporarily with no orders assigned. The customer confirmed that all new patients and orders were crossing. The system worked correctly after the technical support specialist fixed the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server had malfunction that new patients and orders were not crossed. The customer stated that they have to add temporary patients for those patients. There were no adverse events or injuries reported based on this event.